Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that he right ventricle lead was explant as it was dislodged. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported. .